Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and had big scratch on the lcd screen. The customer's blood glucose level was unknown. The customer was not able to read the display. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. Unit was received with cracked retainer, minor scratched display window and scratched case.